Event description:
It is reported that in 1993 pt underwent left total elbow replacement. Post op pt did well until july of 2000 when pt began to experience pain. Pt saw physician and x-rays revealed fracture of the ulnar component. As a result, in 2000 pt underwent revision of the ulnar component. Pt did well post operatively.